Manufacturer narrative:
(B)(4). Eval results and conclusions: (pt lesion morphology, severely tortuous and exhibited 80% stenosis), (failure to deliver stent and stent deformation), (direct stenting). Eval summary: the 1st six distal stent segments were positioned over the distal marker band, distal pillow and tip. The mid stent segments were stretched and deformed. The distal tip was slightly frayed. Please note that this device (B)(4) is distributed outside the united states, however, it is similar to united states distributed product (B)(4).

Event description:
The physician was attempting to direct stent a 2.5 mm diameter x 30 mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in the lad of a pt, that was reported to be tortuous and exhibited 80% stenosis. It was reported that the stent would not cross the lesion. Eval of the returned device revealed damage to the stent. No pt injury occurred and no clinical sequelae were reported.